Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan on the adc device compared to unspecified result pbtained from a competitor brand meter. No symptoms were reported however, the customer had contact with a healthcare professional who provided oral glucose for the diagnosis of hypoglycemia. No further information was provided. There was no report of an emergent treatment provided for the reported issue.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.